Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#(B)(4) was implemented. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that their dash personal diabetes manager (pdm) experienced a thermal event whilst in their bag. The patient did not experience any adverse consequence. The pdm has the side of the keys burned, melted on the back, and some stains on the screen.